Manufacturer narrative:
(B)(4).

Event description:
The manufacturer was notified on 10 may 2016 that a mitroflow valve (size 23) was explanted after 3.95 years due to prothesis dysfunction, stenosis and insufficiency. Perceval valve was then implanted.

Manufacturer narrative:
(B)(4).